Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article "seminars interventional radiology" that a patient presented to the emergency department with dyspnea, chest, back, and right leg pain. Diagnostic imaging ruled out recurrent pe; however, imaging demonstrated filter limb perforation of the ivc into the duodenum, pancreatic head with a right psoas hematoma. Surgical forceps were used to dissect the overlying fibrin cap on the filter. A loop snare was used to capture the filter within the sheath; a laser device (other manufacturer) was used to ablate the adherent fibrin sheath around the filter to free the remaining portion of the filter. The filter was retrieved through the retrieval sheath without incident. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. However, images were provided and reviewed. Images identify the filter limbs to be perforating the ivc wall. Therefore, the investigation can be confirmed for the alleged perforation. The images identify a successful retrieval; however, they do not provide any indication of alleged retrieval difficulties. Hence, the investigation is inconclusive for the alleged retrieval difficulties. It should be noted that this type of filter is designed for permanent implantation and difficulties removing it should be expected. However, the root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. Journal citation: workman, c. S., lewandowski, r. J., & desai, k. R. (2017). Techniques for retrieval of permanent inferior vena cava filters. Seminars in interventional radiology, 34(2), 208-212. Doi: 10.1055/s-0037-1602597.

Event description:
It was reported in an article in seminars in interventional radiology titled 'techniques for retrieval of permanent inferior vena cava filters' that a patient presented to the emergency department with dyspnea, chest, back, and right leg pain. Diagnostic imaging ruled out recurrent pe; however, imaging demonstrated filter limb perforation of the ivc into the duodenum, pancreatic head with a right psoas hematoma. Surgical forceps were used to dissect the overlying fibrin cap on the filter. A loop snare was used to capture the filter within the sheath; a laser device (other manufacturer) was used to ablate the adherent fibrin sheath around the filter to free the remaining portion of the filter. The filter was retrieved through the retrieval sheath without incident. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. However, images were provided and reviewed. Images identify the filter limbs to be perforating the ivc wall. Therefore, the investigation can be confirmed for the alleged perforation. The images identify a successful retrieval; however, they do not provide any indication of alleged retrieval difficulties. Hence, the investigation is inconclusive for the alleged retrieval difficulties. It should be noted that this type of filter is designed for permanent implantation and difficulties removing it should be expected. However, the root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. Journal citation: workman, c. S., lewandowski, r. J., & desai, k. R. (2017). Techniques for retrieval of permanent inferior vena cava filters. Seminars in interventional radiology, 34(2), 208-212. Doi: 10.1055/s-0037-1602597.

Event description:
It was reported in an article "seminars interventional radiology" that a patient presented to the emergency department with dyspnea, chest, back, and right leg pain. Diagnostic imaging ruled out recurrent pe; however, imaging demonstrated filter limb perforation of the ivc into the duodenum, pancreatic head with a right psoas hematoma. Surgical forceps were used to dissect the overlying fibrin cap on the filter. A loop snare was used to capture the filter within the sheath; a laser device (other manufacturer) was used to ablate the adherent fibrin sheath around the filter to free the remaining portion of the filter. The filter was retrieved through the retrieval sheath without incident. The current patient status is unknown.